Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records could not be reviewed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient was admitted into the intensive care unit (ICU) on (B)(6) 2017 and was diagnosed with diabetic ketoacidosis (dka) while wearing the pod between 24 and 36 hours on the hip/buttocks. Patient was treated with insulin through intravenous therapy, potassium, and magnesium. Upon removing the pod, patient noticed the cannula was bent and it did not appear to be in the skin. Patient was discharged from the ICU on (B)(6) 2017.